Event description:
Reporter states the end user called stating the chair flipped over backwards while at the hosp, when they received a concussion. The end user did not have the anti-tips on the chair when this happened. Reporter also stated that the end user now has very violent seizures which cause them to fall out of the chair. When end user was fitted for this chair it was with the understanding that this chair would be used for back up only and that the end user would be using their power chair for every day use.